Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision of attune tibia because of loosening after about one year. There has been no connection / adhesion between implant and bone cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06 august 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the patient was found to have synovial knee irritation with effusion formation due to the loosening. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 28 august 2015.

Manufacturer narrative:
The device and medical records were forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.